Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #smi-00m) in the instability repair/labral reconstruction, the tip of the suture passer needle broke off and was left in the patient shoulder. It was reported that the needle was used in multiple passes, where the needle was no longer able to be pushed through the labral tissue anymore. This prompted the surgeon to examine the instrument and the needle. After examining the instrument, the surgeon/surgical staff noticed the tip of the suture passer needle was broken at the distal tip at the area, where the suture sits. Despite the attempt, the broken needle tip was unable to be located and presumably left in the patient's shoulder. The surgeon then used a second needle to finish the suture passes that needed to complete the case with approximately 5 minutes delay. There was no patient injury and the surgery outcome was described as "very good."

Manufacturer narrative:
An evaluation and testing of the needle could not be performed, as the product was already discarded at the user facility. Without the involved needle, the root cause of the reported breakage could not be determined. A review of the lot history records found of a lot containing 100 units, there were no other similar reports received. (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. The suture passer and needle were released in (B)(4) 2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery, the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough, there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Product was discarded at user facility. (B)(6)